Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Implant extruded six weeks after surgery. Patient had a minor wound dehiscence which was resolved.